Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 01, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on aug, 02, 2021.

Manufacturer narrative:
This report is submitted on june 04, 2021.

Event description:
Per the clinic, open and short circuits were noted on multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.